Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f for the tavi procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide wire insertion issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a procedure. Reportedly, when attempting to advance the device over the guide wire, resistance was felt and the device could not be advanced as the guide wire could not go through the wire lumen. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.